Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood on the outside and inside of the device and numerous kinks throughout the shaft of the device was noted. There was a partial separation at the collar/shaft transition; however, the ptfe was still intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-mar-2017. It was reported that device was unable to cross and shaft kink occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device was unable to cross due to severely calcified lesion. It was also noted that the connection of the collar part and shaft was kinked. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed a partial separation at the collar/shaft transition.